Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. In addition an underlying medical factor might contributed to the lack of benefit. No information on possible further steps has been received.

Event description:
No benefit from the device even after 11 months of use was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
No benefit from the device even after 11 months of use was reported.